Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from multiple sources (manufacturer representative, healthcare provider) regarding a patient who was receiv ing unknown drug via an implantable pump. It was reported that on (B)(6) 2025, low reservoir alarm started although her last refill was on (B)(6) 2025 the patient was advised by physician to come into the office to interrogate pump on monday and go to ER for any withdrawal symptoms. The patient goes to courthouse every day with metal detectors. The pump had an error. The physician noticed upon interrogation this morning that the pump had reset from its previous infusion to minimum rate. The logs showed on (B)(6) 2025 at 12:03 am, her pump went into a critical setting and put itself in minimal infusion mode. The physician reset her settings to her usual dose and instructed patient to come back next week to confirm pump was working as it should. The patient will be following up with the physician again on (B)(6) 2025to interrogate pump to confirm it is still operating as it should. The issue was resolved. The healthcare provider (hcp) has no further information for medtronic. (B)(6) 2025 (B)(6) (con/rep): additional information was provided from a consumer via a company representative stated that the patient was having withdrawal-type symptoms and had pump read by a physician who found that it had gone to minimum rate mode on (B)(6) 2025. The agent reviewed potential reasons why the pump might have reset which would cause it to go into minimum rate mode. The rep indicated that the physician was able to successfully update the pump and plans to check it next week. Additional information was provided from a healthcare provider (hcp) via a company representative stated that the cause of the event was the pump. However, the cause of the error on the pump was unknown. She will send the logs once she visits the clinic.

Manufacturer narrative:
H2. Correction to update to more accurate coding h6. More accurate coding regarding the pump error. A26 no longer applicable to this event. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information was received from the manufacturer's representative (rep). The rep stated they went by the healthcare provide rs (hcp) office this morning, and unfortunately the report [application logs] were on their previous tablet that was switched out the first week of october. The hcps office did not upload the report digitally either.